Event description:
It was reported that this right ventricular (rv) apex lead was surgically abandoned due to noise and pacing inhibition caused by suspected fracture. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) apex lead was surgically abandoned due to an unknown reason. No additional adverse patient effects were reported.